Manufacturer narrative:
(B)(6) reporter's facility name and address were not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that an unknown debris was found on the ball bearings, the needle sleeve was corroded, set screw was worn and the magnetic support was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time and improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from canada that the sagittal saw attachment device did not run. During in-house engineering evaluation, it was determined that the device would not cut under load, stalled and there was leakage due to housing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.